Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2015; not (B)(6), 2015 as previously reported. Per the clinic, the patient experienced infection at the implant site. The device is not available for analysis.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 due to thin skin flap. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.